Manufacturer narrative:
This report is being filed to correct the initial reporter information.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks at three different times, once in (B)(6) 2024, once (B)(6) 2024 and most recently in (B)(6) 2025. It was noted that the first inappropriate shock occurred during exercise and when a follow up occurred in (B)(6) 2024 no oversensing was seen during exercise. The device was reprogrammed from alternate sensing vector to the primary sensing vector at that time. The second inappropriate shock showed oversensing in the primary sensing vector and the smartpass automatically turning off. Technical services (ts) reviewed the device data and noted that the inappropriate shock delivered in (B)(6) 2024 occurred during exercise as well with a slight elevation in heart rate. Ts noted that the treated episode in (B)(6) 2025 showed a similar change in st elevation at times larger in amplitude compared to the r-wave. Ts noted that the patients heart rate was elevated before oversensing occurred. Ts had additional questions when it comes to the recently follow up the patient attend. Additional information noted that the sensing vector will be changed next time the patient will run during monitoring of the patient morphology. No adverse patient effects were reported. The s-ICD remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks at three different times, once in (B)(6) 2024, once (B)(6) 2024 and most recently in (B)(6) 2025. It was noted that the first inappropriate shock occurred during exercise and when a follow up occurred in (B)(6) 2024 no oversensing was seen during exercise. The device was reprogrammed from alternate sensing vector to the primary sensing vector at that time. The second inappropriate shock showed oversensing in the primary sensing vector and the smartpass automatically turning off. Technical services (ts) reviewed the device data and noted that the inappropriate shock delivered in (B)(6) 2024 occurred during exercise as well with a slight elevation in heart rate. Ts noted that the treated episode in (B)(6) 2025 showed a similar change in st elevation at times larger in amplitude compared to the r-wave. Ts noted that the patients heart rate was elevated before oversensing occurred. Ts had additional questions when it comes to the recently follow up the patient attend. Additional information is pending at this time. No adverse patient effects were reported. The s-ICD remains implanted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three inappropriate shocks at three different times, once in (B)(6) 2024, once (B)(6) 2024 and most recently in (B)(6) 2025. It was noted that the first inappropriate shock occurred during exercise and when a follow up occurred in (B)(6) 2024 no oversensing was seen during exercise. The device was reprogrammed from alternate sensing vector to the primary sensing vector at that time. The second inappropriate shock showed oversensing in the primary sensing vector and the smartpass automatically turning off. Technical services (ts) reviewed the device data and noted that the inappropriate shock delivered in (B)(6) 2024 occurred during exercise as well with a slight elevation in heart rate. Ts noted that the treated episode in (B)(6) 2025 showed a similar change in st elevation at times larger in amplitude compared to the r-wave. Ts noted that the patients heart rate was elevated before oversensing occurred. Ts had additional questions when it comes to the recently follow up the patient attend. Additional informaiotn noted that the sensing vector will be changed next time the patient will run during monitoring of the patient morphology. No adverse patient effects were reported. The s-ICD remains implanted. Additional information noted that the physician adjusted the sensing vector according to the device recommendations and adjusted the sensing zone to 250 beats per minute. The patient will be scheduled for further exercise stress testing in (B)(6) 2025. Additional information regarding the device most current follow up report was sent for technical services (ts) review. Ts reviewed the most recent data and confirmed that the sensing vector was changed from the primary to the alternate sensing vector however historically the patient received inappropriate shock in the alternate sensing vector. Ts also noted that the t wave oversensing occurred at a heart rate > 250 beats per minute thus increasing the rate cutoff will unlikely make a difference in this case. Ts discussed evaluating another sensing vector for optimization and noted that the patient may need to maintain their heart rate around 110 beats per minute for fifteen minutes before morphology change may be evident. No adverse patient effects were reported. The device remains implanted.

Manufacturer narrative:
This report is being filed to correct the initial reporter information.